Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a ngage nitinol stone extractor nge-017115-mb. The device reportedly was found to have sheath damage during a combined flexible urs & pcnl procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. No photos provided. A search of the north american distribution center (nadc) database found all devices from complaint lor had been shipped. No similar product from the same lot was available for investigation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The complaint device was not returned. Without the device available for investigation, the cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a combined flexible ureteroscopy and percutaneous nephrolithotomy procedure, the basket wire of an ngage nitinol stone extractor was broken. The device was tested prior to use. The procedure was performed with a flexible scope and with a pcnl renoscope. One physician was moving multiple stones from various calyces into the renal stream with the device while a second physician could either retrieve them or crush them. During the procedure, the basket wire of the device was broken when pulled by a grasper inserted via the pcnl renoscope, and the sheath was damaged at the point at which it is inserted into the flexible scope during use. The procedure was completed with a second device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.